Event description:
It was reported that a pt sustained a burn after being scanned on a 3.0t discovery mr750 for an mr lumbar spine exam with and without contrast under IV sedation and attached to a medrad veris monitor. The pt was positioned head first and supine with his arm at his side, and he was padded away from the bore. The veris monitor was wrapped in a towel on the pt's lower chest. The pt was covered with a blanket. The mr exam lasted approximately 40 minutes. The pt notified the nurse and the technologist that his chest was hot during the scan. The technologist removed the blanket from the pt, and the pt indicated that he was more comfortable. Once the mr scan concluded, the pt mentioned that his chest was "hot and burning." The pt sustained a second degree burn in his breast area. The first blister was 2" long x 1/2" wide, and the second blister was 1" long x 1/2" wide. The pt was monitored for 45 minutes after the conclusion of the mr scan, and cold compresses were applied to the area. The pt was discharged with instructions to take ibuprofen as needed and continue to apply cold compresses as needed every thirty minutes.

Manufacturer narrative:
Pt identifier and age were not provided. A ge healthcare local field team was dispatched to the customer site to obtain scan specific info and investigate the environmental conditions. The investigation focused on four main areas: environmental: (including cooling equipment, pt air cooling plus the mr scanner error log). Surface coils/accessories: (surface coil/ECG checks). System/image quality: (system level testing to check for system failures). Pt monitoring: (pt alarm and rf safety monitor check). Visual inspection and the test results for the MRI system show no issues that caused or contributed to the burn. The system was determined to be functioning within specifications. The device labeling was reviewed and the working safely section of the mr safety guide 2381696-100, rev. 11, defines proper pt positioning and padding to prevent warming during MRI scans. It also states ¿warning observe the following warning when using ECG or peripheral gating: check to see that only the peripheral gating sensor touches the pt. Keep cables from coming in contact with the pt.¿ the cause of the burn was attributed to the fact that the pt was not padded to prevent skin to skin contact and looping. Also the folds in his breast tissue came into contact with the ECG lead wires. No further actions are planned at this time.